Event description:
It was reported that pump displayed malfunction alarm malf 16 with associated fault code and could not be reset, with no notable events occurring before the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode and return it using pre-paid label within 10 days, and technical support arranged shipment of replacement pump after confirming shipping address.